Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -4.5/+1.5/180 (sphere/ cylinder/axis), into the patient's right eye (od) on (B)(6)2016. On (B)(6) 2017 the lens was exchanged. Reportedly, the patient experienced "problems reading and doing computer work." The surgeon states the eye is "calm and quiet" after the exchange and that the eye is 0.5 more myopic than expected. The surgeon also reports the problem is resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. Visual inspection found the optic torn and haptic broken/bent. Dimensional and functional inspection found the lens to be within specifications. The patient experienced refractive surprise and "problems reading and doing computer work." (B)(4)

Manufacturer narrative:
(B)(4)